Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right atrial (ra) lead and the right ventricular (rv) lead exhibited "issues". The leads remain in use. No patient complications have been reported as a result of this event.